Manufacturer narrative:
Other relevant devices are: vamc3636c200tj; s/n: (B)(4) ; use by date:2018-06-20; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 11.5cm thoracic aortic aneurysm. It was reported that during the index procedure, valiant stent grafts were implanted in the patient; the first device was implanted distally and the second device was then implanted proximally in zone 4. It was reported that there was a junction stent graft overlap of 4.5 stents length in the aneurysm of the descending aorta. It was reported that during a follow up CT, a slight type iii junctional leak was observed. No additional clinical sequelae were reported and the patient is being monitored.